Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a philips CPAP device's sound abatement foam. The patient's attorney reporting allegation of respiratory tract irritation, dizziness and/or headache, nausea/vomiting. Also, allegation of lung disease and asthma (new or worsening). No other clinical information or medical interventions were provided. Based on information available at the time of this review, this event is assessed as a serious injury. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Other text : device not returned to manufacturer.